Event description:
At the time two co implants had been placed 200 cc on the left. In 1989, pt had apparently undergone closed capsulotomy which resulted in breakage of the implant on the left and formation of modules. In 1990, pt apparently had the implant replaced, and some of the modules removed. Subsequent to that time, she had add'l modules removed in 1991, again from the left side. Records subsequently obtained suggested that the implant used was another co's implant 240 cc on the pt's left side.